Event description:
A pt reported blood glucose results of 120 mg/dl with a lifescan meter and 180 mg/dl on a laboratory device, performed within 21-30 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. The pt was treated with insulin by a medical professional. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.